Manufacturer narrative:
The device has not been returned for evaluation however the provided photographic evidence exhibits the reported failure. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: failure to size the diameter of the tunnel relative to the graft properly may result in suture breakage due to excessive force required to advance the graft. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the kfb035, infinity femoral adjustable loop button, was broken during tractioning the ligament on the femoral socket during an lca reconstruction on (B)(6) 2019. The procedure was completed using another graft, graftmax ks-alb with no complication, however there was a 15-minute delay. There was no patient injury or impact. This report is being raised based on device malfunction with potential for injury upon reoccurrence.